Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to the critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals on 2/11/2026 at 10:01 the pump alarmed critical pump error 40 (line number 121 file number 536) was generated since the motor safety test failed. Pump error 40 is the fatal error. This was the reason for the open-book. The cause for the pe40 was the sw. Additionally, there were two (2) no delivery (insulin flow blocked) alarms, listed below: 02/05/2026 05:40:31 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1autobolus delivery. 02/11/2026 08:25:55 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1autobolus delivery. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Critical pump error (open book image) and pump error 40 alarms are confirmed due to software errors (esf #(B)(4)). Insulin flow blocked alarm complaint is unknown due to the critical pump error (open book image) alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error, insulin flow blocked alert. The customer reported no adverse event. The event involved product(s) mmt-431ag, mmt-342, mmt-1884. Troubleshooting was performed. Instructed customer that pump will be replaced and instructed customer to revert to backup plan per healthcare professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884was requested and customer response was the device will be returned. The customer will discontinue using the device. No product return is required for mmt-431ag, mmt-342.